Manufacturer narrative:
Device 30 of 65. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that the wafer had an off-centered starter hole. The product was not used. Picture of the alleged malfunction was provided by the complainant.